Event description:
Clinical study: it was reported that 308 days after a carotid artery stenting procedure, the patient experienced altered level of consciousness. The target lesion was located in the proximal left internal carotid artery, with a 95% stenosis and was 20 mm long with a reference vessel diameter of 5mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation there was 30% residual stenosis. The patient was discharged the next day. Three hundred eight days after the index procedure the patient experienced confusion and kept asking repetitive questions. Ems was called to his home. He was found to be altered with no significant focal deficits, and he had slurred speech. (Source documents note that the patient has had these types of episodes in the past). The patient was brought to the emergency room and admitted to the hospital for further evaluation and treatment. Neurology evaluated the patient and there was questionable temporal lobe epilepsy. He was started on seizure medications, specifically phosphenytoin IV. A chest x-ray showed a pacemaker in place and no infiltrates. An ECG showed a paced rhythm at a rate of 60 and no st changes. A CT of the brain showed encephalomalacia in the temporal lobes, worse on the right compared to the left. The patient does have a pacemaker and therefore he did not have an MRI. The patient's physician discussed with the patient's daughter the possibility of tias causing this acute altered level of consciousness, however, tia was not noted in the patient's diagnosis upon admission or in the discharge summary. The event outcome is recovering/resolving. The next day, a repeat ECG was abnormal due to bitemporal slowing worse on the right, consistent with dysfunction in these locations. The patient was discharged and will be followed as an outpatient and return if his condition worsens. In the opinion of the physician the relationship of the adverse event to the nexstent is possible. Three hundred twenty-nine after the index procedure, the patient experienced restenosis. The patient was hospitalized and a stent was placed in the left internal carotid artery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.